Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer's parents reported sensor glucose and blood glucose differences on their daughter's sensor. Troubleshooting found customer is unable to provide data from the insulin pump for the sensor glucose and blood glucose event since they were unable to upload to carelink. Customer also stated that they have not been using the continuous glucose monitoring system for months regarding the sensor glucose and blood glucose issue. The customer is advised to call back if the issue continues to occur. No additional information is provided.